Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
Head was opened into sterile field, surgeon recognized that it was discolored ( dark brown in the top section only instead of a silver color), it was not implanted the v40 lfit head. Theatre staff reported this faulty item to myself, stryker cnc, I took photos, it was decontaminated by washing in a turbo washer and then sterilizing to 135 degrees.

Manufacturer narrative:
An event regarding appearance involving a metal head was reported. The event was confirmed following visual inspection of the photographs supplied. Conclusion: a CAPA investigation was conducted and concluded the following: the packaging foam is the source of the triazole-like species. The results of the cleaning trials indicates that the cleaning steps, and the position of the passivation step relevant to the ion bombardment process, play a key role in preventing discoloration developing on the lfit femoral heads. The reason for this may be that the ion bombardment process improves the wettability property of the parts and the passivation step, depending on whether it is completed pre or post ion bombardment, may affect the development of discoloration on the lfit femoral head.

Event description:
Head was opened into sterile field, surgeon recognized that it was discolored ( dark brown in the top section only instead of a silver color), it was not implanted the v40 lfit head. Theatre staff reported this faulty item to myself, stryker cnc, I took photos, it was decontaminated by washing in a turbo washer and then sterilizing to 135 degrees.